Event description:
On (B)(6) 2013, animas received notification from the patient stating the pump was no longer working and she has been on injections. Customer support (cs) contacted the patient multiple times and was unsuccessful. There was no reported adverse event associated with this complaint. This complaint being reported due to the allegation there was an issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there was no activity outside of normal patient use observed in the pump histories. The display screen was dim and discolored. The pump was exercised for 24 hours with no issues observed.